Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, it is unknown if the eccentric positioning of the head in the acetabulum led to accelerated wear and osteolysis with metal debris noted intraoperatively. It cannot be concluded that the reported clinical reactions/ events were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, friction, patient anatomy, abnormal loading of limb, material in use, patient reaction, patient condition, loss of sterility, damaged product, alignment, fit/size of device used, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
*Us legal mdl* it was reported that a second revision surgery was performed on the patient right hip on (B)(6) 2020. The second revision was performed due to elevated serum cobalt and chromium levels, metallosis, mechanical failure of modular dual mobility construct, proximal femoral migration, liner wear, pain, decreased mobility and pseudotumor formation. During this procedure, the acetabular cup, xlpe liner, and oxinium femoral head were explanted, and a debridement of metallosis and allograft augmentation on the acetabulum were conducted. The patient was taken to the recovery room, extubated and in stable condition.